Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained oversensing episodes due to lead noise and a decrease in pacing impedance were noted on the right ventricular lead. The lead was capped and a new lead was implanted. The patient was in stable condition.